Event description:
The distributor reported an oxygenator leak during use, resulting in blood loss. The patient apparently lost approximately 1 liter of blood. No case records have been provided, even though requested by the company.